Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that both of the patient's leads have high impedances. As a result, surgical intervention may be undertaken to address the issue.